Event description:
Subsequent to the initial medwatch report, the following additional information was received. Resistance was felt when splitting sheath, but the starclose device was deployed. The safety release mechanism was used to in order to withdraw the device from the patient anatomy and still aggressive action was needed to pull the device out, that is when the bent tines were noticed.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5fr sheath after a vascular interventional procedure. Reportedly, the sheath could not be split and the locator wings could not be deployed. It was noted that the tines were bent. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip-deployed. The returned condition could not confirm the reported resistance during the thumb advancer deployment and sheath splitting as the thumb advancer was fully advanced and sheath was fully split. The reported difficult device removal due to bent vessel locator wings was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.